Event description:
It was reported that during a transfemoral tavr procedure, while crossing the native annulus with the delivery system/valve, the patient went into ventricular fibrillation/ventricular tachycardia. The patient was given pressors and CPR was performed intermittently over a period of 30 minutes. The sapien valve was deployed approximately 25 minutes into the cardiac event. The patient¿s pressure began to return to normal after about 30 minutes. The patient remained intubated upon transfer to recovery. It was noted that the ventricular arrhythmia was secondary to hyperkalemia.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, tamponade, wire and catheter manipulation and burst pacing. During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site. These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are very common and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. In this case, it was reported that the ventricular arrhythmia was due to hyperkalemia. Significant hyperkalemia alone can lead to ventricular arrhythmias and cardiac arrest. The combination of the patient¿s hyperkalemic state, and the subsequent crossing of the delivery system through the native aortic valve, appears to have resulted in the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.